Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise exhibited by this implantable defibrillation lead and coronary sinus lead, resulting in pauses in pacing. There were six occurrences over one night. Noise could not be recreated via isometrics or pocket manipulation. It was noted that lead diagnostics were normal and exhibited normal capture. There were no adverse patient effects reported.